Event description:
It was reported that during a lap cholecystectomy procedure, the hand activation did not. The case was completed using the foot padel. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. No issues were noted with the hand control switches. It could not be determined why the device reportedly malfunctioned. The mfg records were reviewed and no anomalies were found during the mfg process.